Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator had a black screen. There was no patient involvement at the time of the event. The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the user interface board to address the reported issue and the unit was checked overall, run in tested, cleaned, functionally tested, and no further abnormality was found.